Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient's monitoring system detected another red alert (high shock impedance) in (B)(6) 2012. The local representative and clinic nurse were contacted and notified of the red alert. Boston scientific received information from the local representative that the physician plans to continue monitoring the performance of the implanted system.

Event description:
Boston scientific received information that this patient's monitoring system detected a red alert (high shock impedance) in late (B)(6) 2011. The local representative was notified of the alert and the clinic was reviewing the information from the physician web site. The available information suggest that this patient's device and lead system remain in-service. No intervention (reprogramming or invasive) was undertaken at this time.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected another red alert (high shock impedance) in (B)(6) 2011. The local representative was notified of the alert. The data from the latitude upload was reviewed by the clinic nurse. Subsequently, boston scientific received information from the local representative that the physician obtained the actual shock impedance, which was less than 150 ohms, and has decided to continue monitoring the performance of this device/lead system.

Event description:
Boston scientific received information that this patient's latitude system detected a red alert (high right ventricular (rv) shock impedance). Technical services (ts) notified the representative and discussed the red alert with the clinic nurse. The representative contacted ts to discuss the red alert and was informed that the normal impedance range for this single coil rv lead was in the 80 to 100 ohm range. Ts commented that a measurement of greater than 125 ohms would be considered out-of-range. Ts discussed troubleshooting options in an attempt to identify a connection or lead conductor issue. Subsequently, boston scientific received information that this representative contacted ts to report that this patient had been scheduled for an in-clinic follow-up. Ts reviewed information from latitude and noted that the shock impedance measurements have been trending upwards from 70 ohms (at implant) and was now ranging from 80 ohms to 100 ohms with one greater than 125 ohms in (B)(6) 2010 that caused the alert. Additionally, the rv impedance measurements have been slowing increasing 600 ohms to 1200 ohms. There has been no evidence of electrogram noise. The last delivered shock was 5 joules in late (B)(6) 2010 and the recorded rv shock impedance was 68 ohms. Ts discussed additional troubleshooting options. The representative was planning to discuss this further with the physician. Boston scientific received information that this patient's latitude monitoring system detected the same red alert (high shock impedance) a few days later. The representative was contacted and the clinic nurse was notified of the alert. Subsequently, the local representative reported that this device and lead system exhibited a consistent rv shock impedance measurements of greater than 125 ohms while the patient was bending over and 110 ohms during isometrics. No intervention has been undertaken at time.